Event description:
It was reported the patient underwent an initial right interphalangeal joint fusion. Subsequently, the patient was experiencing shooting pain, and the surgeon suspected the patient had an infection. Subsequently, approximately 15 moths post implantation, the patient had surgery for hardware removal. It was reported that during the surgery, despite multiple efforts, only part the screw was removed, leaving approximately one third in the patient hand. During the procedure, the surgeon noted that attempt was made to remove the screw, however, it was unable turn and the screw broke. At this point, the decision was made to leave the remainder of the screw in there. Fear of removing too much of the bone to get the screw out is the reason the remainder of the screw was not overdrilled, as to overdrill the screw, nearly all the bone had to be drilled out. Therefore, the decision was made to leave the screw in place. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3; a4; a6; b4; b5; b6; b7; d2; g1; g3; g6; h1; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.